Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 2.25x12mm taxus express2 atom drug eluting stent (des) was advanced to the heavily calcified and moderately tortuous distal posterior descending artery (pda) but the device was unable to cross the lesion. The physician attempted to pull the device back into the guide catheter; however, the physician felt resistance and when the device was pulled again, the stent was stripped off the balloon. The stent remained on the guide wire and the physician was able to re-advance the stent balloon to the des and successfully implant the stent in the right coronary artery (rca). It was noted that when the patient was brought to the holding area she complained of chest pain and heaviness. An echocardiogram was performed and a perforation, which was caused by a non bsc guide wire, was noticed in the obtuse marginal (om). Pericardial synthesis was performed and the patient was transferred to the ccu. No additional patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing records could not be performed. The most probable root cause of this complaint can be attributed to operational context.